Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump was received without a battery installed. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The pump was monitored for several hours, and no blank display and unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 85 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Pump properly paired to minimed mobile app on a samsung galaxy s21 phone and apple iphone 11. No pump/mobile (bluetooth) communication anomaly noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/25/2022 to 02/10/2023. There was no data available to check no delivery alarm/insulin flow blocked alarm, unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2022. There were no unexpected pump errors/alarms noted 2 weeks prior to the event date (B)(6) 2023 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date on (B)(6) 2023. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 14:02:01.000. (B)(6) 2023 17:33:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 00:03:29.000. (B)(6) 2023 00:04:59.000. (B)(6) 2023 00:06:55.000. (B)(6) 2023 00:07:30.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 23:33:00.000. (B)(6) 2023 03:04:00.000. (B)(6) 2023 03:14:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 03:35:00.000. (B)(6) 2023 03:45:00.000. Pump error 23 was recorded and found in the formatted history file on: (B)(6) 2023 03:46:03.000. And power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 03:46:20.000. (B)(6) 2023 03:46:28.000. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Power loss alarm was expected since the pump reset due to battery backup depletion. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Please see below for the customer's daily total of all insulin delivered surrounding the date of (B)(6) 2023 listed on pump history/formatted history file and the days prior to that date. (B)(6) 2023 daily total of all insulin delivered: 176250 (17.625 u), (B)(6) 2023 daily total of all insulin delivered: 301500 (30.15 u), (B)(6) 2023 daily total of all insulin delivered: 386750 (38.675 u), (B)(6) 2023 daily total of all insulin delivered: 284500 (28.45 u), (B)(6) 2023 daily total of all insulin delivered: 304500 (30.45 u), (B)(6) 2023 daily total of all insulin delivered: 231500 (23.15 u), (B)(6) 2023 daily total of all insulin delivered: 297500 (29.75 u), (B)(6) 2023 daily total of all insulin delivered: 279500 (27.95 u), (B)(6) 2023 daily total of all insulin delivered: 16250 (1.625 u). There is no available data after (B)(6) 2023. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Blank display and unexpected battery power loss or replace battery alert/replace battery now alarm were not confirmed. Pump/bg meter communication anomaly, pump/transmitter communication anomaly, sensor calibration anomaly, no delivery alarm/insulin flow blocked alarm and pump/mobile (bluetooth) communication anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away at the hospital on (B)(6) 2023. The customer was admitted to a hospital due to a heart attack and hyperglycemia. The cause of death was a heart attack. The customer¿s blood glucose was 600 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The customer was not wearing the insulin pump within 48 hours of the reported high blood glucose event. The customer was waiting for the replacement battery cap and the insulin pump was not turning on. The customer was using the sensor. The insulin pump was returned for analysis.